Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an endovascular aortic repair case using the heli-fx endosystem prophylactically with a non mdt endo-graft. The aorta diameter at the renal artery was 29-30mm and the proximal aortic neck length was 15mm at implant. The vessel was not tortuous and had no calcification at implant. It was reported during the index procedure one endoanchor became dislodged from the endograft and embolized into the right renal artery. An attempt was made to recover the endoanchor with an en-snare, but this was unsuccessful. The endoanchor remains in the renal artery, and the patient has not received any further treatment. A 30-day computed tomography is planned to determine any adverse events. No patient complications have been reported as a result of this event. The cause of the dislodgement is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
D4: updated additional information received: it was confirmed that 3 endoanchors were successfully implanted before the 4th endoanchor dislodged. It was verified under fluoroscopy that the4th endoanchor penetrated through the endograft which is why the physician proceeded with the deployment. No warning lights illuminated on the applier before or when the dislodgement occurred. According to the physician, there was no resistance when pulling the device back that led to the dislodgement and it felt like the previous deployments. The IFU was followed during deployment. It was not thought that the heli-fx guide contributed to the dislodgement. The patient status was reported as recovering nicely. It was reported that the endoanchor penetrated the graft; and noted that it is very difficult to verify if the endoanchor penetrated the vessel. The endoanchor was placed in the proximal seal of the main body which was well opposed to the aortic neck and assumed that the endoanchor penetrated the vessel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.